Event description:
It was reported that approximately 10 years post-implantation, the patient underwent a left hip revision due to instability from poly wear. Metal on metal resulted in black tissue. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00625006530 lot# 63259448 bone screw self-tapping. Cat# 00625006520 lot# 63240734 bone screw self-tapping. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.